Event description:
The hook portion of a hook cautery instrument detached while in use in vivo. The hook was retrieved. This is the first pt incident but personnel indicate that this type of incident has occurred outside the pt twice before.